Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that the inner sheath (dilator) could not advance in the outer sheath due to the impediment. Another vizigo¿ was used to complete the operation. There was no reported adverse event on patient. The hemostatic valve separation issue was assessed as a MDR reportable product malfunction. The resistance with sheath was assessed as not MDR reportable.

Manufacturer narrative:
Initial reporter city: (B)(6). According to pictures provided by the customer, the hemostatic valve was detached and the sheath was occluded with it. A device history record was performed for the finished device 00001841 number, and no internal actions related to the complaint were found during the review. The customer complaint was confirmed from the photo analysis. However, the device has not been returned for evaluation. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. Product complaint # (B)(4).

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 20-jul-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that the inner sheath (dilator) could not advance in the outer sheath due to the impediment. Another vizigo¿ was used to complete the operation. There was no reported adverse event on patient. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The dilator was introduced once the hemostatic valve was removed from the hub and no resistance was felt. Therefore, the root cause of the resistance reported could be related to the hemostatic valve separation. A device history record evaluation was performed for the finished device 00001841 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened to investigate this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).